Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (01)10886705024766(10)3759848(17)170228 associated medwatch: 1221934-2016-10565 this is the medwatch for second device in this complaint.

Event description:
The sales rep reported via phone a patient that received a rotator cuff repair 1 year prior was experiencing pain. During the revision of the procedure the surgeon found that the 5.5 healix advance w/ permacord peek was just sitting loosely in the bone hole and no longer engaged in the bone hole. The surgeon had to remove the anchors, create new bone holes and replace them with competitor anchors. There were no patient consequences or delays during the revision. The sales rep stated that the device would not be returned as they were discarded by the customer.